Manufacturer narrative:
The electrical resistance of the heater wire in the inspiratory tube of the breathing circuit was tested using a multimeter. Results: the resistance of the heater wire in the inspiratory tube is an open circuit due to a break in the connection between the heater wire and one of the c... Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post procedure, possibly as a result of a weak crimp connection. Improvements were made recently to crimping machines on the production line. However, as no lot info was provided with this complaint, we are not able to ascertain whether this breathing circuit was manufactured before or after the date of improvements. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0021%.

Event description:
A hospital reported to our distributor that an mr850 humidifier that was connected to an rt105 adult inspiratory heated breathing circuit alarmed on the third day of use. Hospital staff responded by replacing the breathing circuit and the alarm stopped. It seemed that the heater wire had disconnected. No pt consequence was reported.